Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, it was noted that patient has a low carbon dioxide level as indicated on the capnography. The patient then experienced ventricular fibrillation (vf) and was defibrillated, and sinus rhythm appeared. However, st segment elevation occurred. The physician then suggested that air had entered the system. As the second system notice never disappeared, a manual retraction kit was used to pushed the balloon into the shirt. When the balloon catheter was out and was inspected, it was observed that the fluid was not filtered by the tip of the balloon, but by the catheter handle. It was noted that the balloon catheter handle broke. The case was completed with cryo. After the procedure, the patient woke up and will be monitored at the hospital. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 01872 were returned and analyzed. The data files showed multiple applications were performed with the catheter on the date of the event. System notice 50012 ¿the refrigerant delivery path is obstructed¿ and system notice 50032 ¿the safety system has detected a compromised outer vacuum¿ which are unrelated to the reported issue were triggered on different applications. Visual inspection of the catheter showed the device was intact with no apparent issues. System notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ was detected when the catheter was connected to the console. Pressure test revealed a leak through the guide wire lumen, the balloon¿s integrity was intact and no breach was observed. Dissection showed a guide wire lumen breach at 35mm from the tip. No leaks or traces of liquid/blood were seen inside the catheter. In conclusion, the reported air ingress issue was confirmed by the finding of a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: air ingress during aspiration was not confirmed through testing or through data analysis. The reported system notice, ¿the safety system has detected fluid in the catheter and stopped the injection¿ was confirmed by the finding of guide wire lumen breach. Saline leak in the handle after market use is normal, which is not considered as a catheter failure. In conclusion, the balloon catheter, 2af283 with lot 01872, failed the inspection due to the guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.